Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd intima-ii¿ catheter there was an issue with leakage at the catheter junction. There was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd intima-ii catheter there was an issue with leakage at the catheter junction. There was no report of injury or further medical intervention.

Manufacturer narrative:
The batch record for lot#7356391was reviewed, no related abnormalities were found during the manufacturing process. A sample was received for the purpose of our investigation, investigators were able to observe the reported failure mode in the sample provided, additionally a sample was provided for the purpose of aiding our quality engineer's investigation. Investigators subjected the sample to leakage testing at 45 psi, testing results in a leak being identified along the molding line of the device. The most likely root cause for this complaint is related to excessive pressure at the swage station compressing the device. The device and machine dimensions were inspected for any abnormalities that may have contributed to the leak, but our investigators were unable to identify any possible variables. Mechanical controls are being implemented to throttle the pressure being applied to the device, in order to mitigate the occurrence of this failure. Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacturer: yes.